Manufacturer narrative:
(B)(4). A visual examination of the returned resolution clip device found that the clip assembly was still attached to the bushing. It was noted that the control wire was detached from the yoke. A portion of the control wire had been pulled proximally through the handle. The prongs were locked in to the capsule. A kink in the control wire was noticed. The over sheath assembly was not returned. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. Despite further manipulation of the device, the user was unable to release the clip from the catheter. The user pulled the clip off the patient's mucosa, which resulted in a small amount of bleeding. Another resolution clip device was successfully deployed on the bleeding site and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. Despite further manipulation of the device, the user was unable to release the clip from the catheter. The user pulled the clip off the patient's mucosa, which resulted in a small amount of bleeding. Another resolution clip device was successfully deployed on the bleeding site and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.